Event description:
It was reported that misplacement, by the patient, of an abdominal binder caused irritation and subsequent skin breakdown externally over the pump site. The pump was as a result explanted and it was noted the catheter would replace in place. A new pump was to be re-implanted on the contralateral side when the patient healed and recovered from her ¿recent events¿. It was noted the patient was alive and well when asked how the patient was now doing. When patient and device information was attempted to be obtained, it was noted the device manufacturer representative didn¿t attend the case. They had just discussed with the health care provider (hcp) how to preserve the catheter. It was also noted the catheter was tied off. Patient information, device information and patient outcome was not provided at the time of this report. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).